Event description:
It was reported the patient had a catheter replacement in (B)(6) 2015. The pump was used to infuse an unknown type of drug at the time of event; however, the therapy was indicated to be intrathecal baclofen (itb). No additional information was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).